Event description:
On (B) (6) 2009 - customer reported that the table would not tilt or move vertically; all other functions were operating as intended. Scheduled procedures were completed without any delay or any adverse effect to the patient.

Manufacturer narrative:
The field service engineer was informed that the table would not tilt but all of the other table motion functions were operating as intended. The field service engineer found that the footswitch had been placed in the store/recall mode instead of the standard table tilt mode. When the mode button on the footswitch was toggled to the table tilt, the tilt function operated as intended.